Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system did not function, as indicated by no green indicator light despite attempts with multiple household outlets, and the pump was placed on the charger without any charging indication. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer troubleshooting and confirmation of use environment. Investigation of this case revealed a suspected charger malfunction consistent with failure to power or charge, indicating a probable defect in the external power supply component. It was concluded, based on previously established findings for similar reports, that the cause was attributable to component failure of the charger.